Event description:
It was reported that the patient admitted to the hospital for hematuria for one day and diagnosed as hyperplasia of prostate with bleeding. It was stated the patient underwent transurethral cystoscopy and hemostasis for prostate bleeding under the lumbar anesthesia. A three-chamber catheter was placed intraoperatively, and the normal saline bladder irrigation was given postoperatively due to the need of surgery. It was further stated that the bedsheet was wet and there was a flushing fluid overflowed from the urethral opening. After checking, the nurse found that the urethral tube fell out due to the airbag rupture. The nurse immediately reported to the doctor for recatheterization and bladder irrigation, but the flushing fluid would not overflow again.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned it is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings: do not use petroleum substrate lubricants with the latex-based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient admitted to the hospital for hematuria for one day and diagnosed as hyperplasia of prostate with bleeding. It was stated the patient underwent transurethral cystoscopy and hemostasis for prostate bleeding under the lumbar anesthesia. A three-chamber catheter was placed intraoperatively, and the normal saline bladder irrigation was given postoperatively due to the need of surgery. It was further stated that the bedsheet was wet and there was a flushing fluid overflowed from the urethral opening. After checking, the nurse found that the urethral tube fell out due to the airbag rupture. The nurse immediately reported to the doctor for recatheterization and bladder irrigation, but the flushing fluid would not overflow again.